Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that her daughter's insulin pump screen froze and that the pump was not delivering insulin. The patient's blood glucose at the time of incident was 240 mg/dl. The customer inserted a new battery and tried to reset the pump twice but the frozen display persisted. Troubleshooting was initiated for the frozen display. The time on the screen shows and advances but the pump buttons were completely unresponsive. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with frozen screen, problem isolated to mother board. The insulin pump was unable to confirm keypad anomaly due to frozen display. The insulin pump was received with cracked battery tube thread, missing end cap sticker, cracked case near display window corners, and cracked on display window noted.